Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a dosing stopped event that customer support identified in device logs as an insulin occlusion associated with an infusion set (contact detach), and glucose rose to 401 mg/dl before stabilizing after changing supplies. Symptoms included hyperglycemia without reported ketones or other symptoms. Outcomes included recovery after supply change without medical intervention or hospitalization. Customer care performed review of device logs and troubleshooting with education on occlusion and alarm awareness. Investigation of this case revealed an insulin delivery occlusion that resolved only after replacing the infusion set, consistent with an infusion set¿related blockage. It was concluded, based on established patterns for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.